Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp with trainer and demo balloon for two hours and he could not duplicate the failure. He does not observed fatal faults in the log. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.